Manufacturer narrative:
(B)(4). Date sent: 2/25/2022. Investigation summary: according to the information received, the instrument was used with 3 ecrd. First firing went well. During the second firing the instrument cut but didn't deploy all the staples. Some of them (in the third line of staple, the outer one) remained opened. The third firing went even worse, more staples remained opened. To conclude the surgery a manual suture was apposed on the staple line. Surgeon noticed tissue slippage that he never noticed before using echelon. Surgeon could close the anvil without using force, there was not too much tissue in the instrument (ec60a). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer = the patient now is stable. The patient underwent a gastroscopy on the first day after surgery for internal bleeding (bleeding was not active at the time of the gastroscopy but it was located to the internal suture line). The patient needed a total anesthesia to perform the procedure. At this time the surgeon doesn¿t know if the patient will have extended hospital stay but he thinks that he will keep the patient in observation for more days than expected. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the surgical procedure? What anatomical structure was device being used on when the issue occurred? What is meant by? Can you describe the staple shape? Any surgical photos available? How is the device cleaned in between firings? Was a buttress utilized? Can more information be provided in regard to the tissue slippage that was noticed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the instrument was used with 3 ecrd. First firing went well. During the second firing the instrument cut but didn't appose all the staples. Some of them (in the third line of staple, the outer one) remained opened. The third firing went even worse, more staples remained opened. To conclude the surgery a manual suture was apposed on the staple line. Surgeon noticed tissue slippage that he never noticed before using echelon. Surgeon could close the anvil without using force, there was not too many tissue in the instrument.